Event description:
An implantable pulse generator (ipg) system was returned from an unknown person with no information. Information identified in the manufacturer's database indicated the patient died approximately five months post implant of the ipg system. A cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4) : the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were distorted and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breach cut and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received from the patient's cardiologist on (B)(6) 2012. The cause of death was not known. The physician did not know the patient had died. The patient was last seen on (B)(6) 2011, four months prior to death, and had a normal dddr, the atrial and ventricular outputs were decreased. The patient was not pacemaker dependent. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were distorted and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breach cut and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.